Event description:
The reporter stated that the nurse intended to deliver potassium cloride to a patient who subsequently suffered cardiac arrest. Incident occurred in 2006. Pump history showed the user selected potassium acetate (kac) from the library instead of the intended potassium cloride (kc1). The drug infused over 3 minutes (per library selection) instead of one hour and sent the patient into cardiac arrest.

Manufacturer narrative:
The pump has not yet been received for evaluation. Medex is unable to confirm this issue without benefit of returned product. However, the investigation done at the facility concluded that this was due to user error. An additional report will be submitted should information become available that impacts the outcome of medex's investigation.